Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be replicated or confirmed. Log review for the reported event shows ventilator was actively delivering breaths during two time periods, with a brief gap of about 10 minutes where no ventilator data was recorded. No critical device faults were identified in the logs, and there is no evidence the ventilator stopped due to an internal malfunction. Multiple alarms were recorded, including patient disconnect, peep leak, high breath rate, and high airway pressure, which are more consistent with a patient connection or circuit issue. Power input and battery charge were stable, and technical service could not reproduce any issue during evaluation. Based on the available data, the device passed all testing successfully. Contact with the customer suggests the device report and return was precautionary based on the patient event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.